Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to vaulting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: device history record review, medical review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause excessive vault of the implanted lens. Additionally, majority of the lens from wo# (B)(4) were implanted with no issues. Per medical review: reportedly, micl (13.2 mm) was explanted/exchanged for a shorter length micl (12.6 mm) two weeks postoperatively, to address lens over- vaulting and subsequent pupillary block and elevated iop. Upon lens exchange the patient was doing very well and healthy (va: 20/20).the ccqs report stated that the event was not product related and that the most likely cause was patient anatomic issue that led to pre-op miscalculation due to inconsistent wtw measurement. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and one other complaint was found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).